Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported via FDA medwatch mw5079461 that a female patient of unknown age underwent a primary breast augmentation with a gel mentor breast implant of unknown type and experienced bilateral silent rupture and capsular contracture with baker grade ii on breast implants. As a result, the patient underwent bilateral removal and replacement with mentor saline implants of unknown type on (B)(6) 1991. This is for the left side implant, see manufacturer report number 1645337-2018-06651 for contralateral prosthesis.